Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had erythema, fever, and clear drainage at the ins incision site. Antibiotics were given. An MRI of the lumbar and thoracic spine was done and it was negative for epidural abscess or other soft tissue infection. A CT of the wound was done to rule out lead infection and none was found. The wound improved with no redness or drainage. It was proven to be a superficial puncture site infection. This was possibly related to the implant procedure. The event was resolved without sequelae. No further patient complications were reported as a result of this event.